Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was placed on 5/14/97 in site #12 (class iii bone) during a complex procedure which required osteotome/drilling to complete osteotomy site. During the procedure, 2mm of the buccal plate fractured, and was replaced with freeze-dried bone. The clinician reports that the implant site was opened three times. Once for a sinus lift, then for placement of implants in site #10 and #13, and then for implant placement in site #12. The clinician reports that the reason for implant failure is too many surgical insults to this site. Implant was removed on 6/4/97.